Event description:
It was reported there was a granuloma at the tip of the catheter. It was noted there was no injury. Additional information has been requested but was not available at the time of this report.

Event description:
Additional information: it was reported that the granuloma was diagnosed on (B)(6) 2012 by MRI. Lab/x-ray findings before or at the diagnosis showed a left lateral epidural space mass at t11-12 with left foraminal expansion. It was noted that there was a recent escalation of intraspinal medication dose and a recent increase in the patient's usual pain. The patient had "band like" or radicular pain at t10-11-12 and new or increased weakness in both legs. Interventions reported included removal of the catheter, removal or surgical exploration of the mass, and removal of the pump on (B)(6) 2012. It was noted that the intrathecal catheter was found in epidural space with a surrounding inflammatory mass (granuloma). No culture was done. The patient was reported to be doing well, back on oral medication and with no permanent damage.

Manufacturer narrative:
Analysis of the pump revealed no anomaly found. Analysis of the catheter revealed dark residue occlusion in dispensing holes. Analysis also found damage to catheter body and/or guide wire occurred during the implant procedure and difficulty with catheter/guidewire interaction.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Catheter: model# 8709, serial# (B)(4), implanted: (B)(6) 2007, explanted:unk. (B)(4).

Event description:
Additional information: the medications used in the pump were dilaudid 40mg/ml, compounded baclofen 1mg/ml, and clonidine 0.6mg/ml.